Event description:
The customer reported that the system displayed communication errors and which caused the system to lock up. No patient injury was reported.

Manufacturer narrative:
No conclusion can be drawn, as repair information is unavailable. However, no report of patient or staff injury was reported. No further information is available.